Manufacturer narrative:
Added the information to the section d 4. Primary device identifier (UDI) # and the section h 4. Device manufacture date. As for UDI# in d4 is for the country whre the event occurred, and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Manufacturer narrative:
The bronchoscope was sent for further investigation to the local service center. The bronchoscope had a visible bent on the passive flexible part of the flexible portion and the healthcare facility provided a fluoroscopy showed the scope bent in a 'loop' formation inside the patient. The bronchoscope had the following damage - the passive part of the flexible portion was overbend, the light guide bundle "up" was 100% broken, the forceps channel tube is 2x kinked, measured from distal end part at 62 mm and 78 mm, this area represents the passive flexible part of the flexible portion. Fujifilm concluded that the stacking bronchoscope in the bronchus and the damage to the bronchoscope occurred due to the physician performing excessive manipulation during the procedure, based on the condition of the damaged bronchoscope.

Event description:
Fujifilm was informed that a stuck bronchoscope in the bronchus occurred during a procedure. Hospital report: during a bronchoscopy procedure, the bronchoscope became 'stuck' and the physician was unable to remove it from the bronchus. Fluoroscopy showed the scope bent in a 'loop' formation. Senior anesthesia and ent teams were called in for support. The scope was removed together with the endotracheal tube under video laryngoscopy. No serious injuries or death were reported associated with this event.